Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information available on (B)(6) 2018 states that, the lead was explanted and replaced on (B)(6) 2017. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the left ventricular lead exhibited loss of capture. The patient experienced fatigue. The lead was repositioned successfully. The patient was stable following the procedure and will be followed normally.